Event description:
The customer reported being in the emergency room due to high blood glucose, and her blood glucose was treated with an insulin pen. The customer stated that she experienced urinary problems and kidney infection. The time and date on the device were incorrect. Assisted the caller to correct them. The customer stated that she is unsure of last bolus since she has been disconnected from the device several days prior to her admission. Assisted the caller to run the manual prime test and the insulin did exit. The customer mentioned also receiving no delivery alarms while running the manual prime. Then the caller changed the reservoir and ran the manual prime again, and it passed. After the customer received the tubing clamp, she called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.